Event description:
It was reported that the customer experienced high blood glucose levels, with specific values being unknown, as the display showed "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and consulted technical support for further guidance. Technical support instructed the customer on various inspections and troubleshooting steps, such as site inspection and examining tubing connections. Although no issues were found with the cannula or t:lock connections, large air bubbles were present in the tubing. The customer was educated on removing air bubbles to ensure proper insulin delivery and was advised to replace supplies as necessary and continue with insulin therapy.